Manufacturer narrative:
Section b3: date of event is estimated. Section d6b: date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ipg was unable to be set to MRI mode. As such, surgical intervention was undertaken wherein the system was explanted.